Event description:
The customer contact reported loss of suction. The device was being used during an unspecified surgical procedure when a reported "defect in aspiration" was noted. The customer contact reported that during aspiration, liquid exited from the device as if there was an obstacle in the inlet tube. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the international list number. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.